Manufacturer narrative:
Device inspection and evaluation found the front panel black out with alarm due to defective upuhi4cr00 (ru259800) (cr board failure). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, front panel malfunctioning found on the device. The issue found at reprocessing. There is no patient involvement associated on this reported event. The facility completed the procedure with another similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct section d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective main board could not be determined. Olympus will continue to monitor field performance for this device.